Manufacturer narrative:
Additional information received from the biomed indicated the loss of audio was due to a disconnected speaker cable. The issue was resolved by reconnecting the speaker cable. No further investigation or action is warranted at this time.

Event description:
The customer biomedical engineer (biomed) reported a loss of audio at their philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.